Event description:
It was reported that the lasso catheter did not deflect and the radius of the lasso loop could not be changed. It was also reported that the pt did not suffer from this event.

Manufacturer narrative:
The event description provided by the customer was not indicative of a reportable complaint. Preliminary eval of the complaint product indicated that, after deflecting and contracting the catheter ten times, the catheter became locked in the deflected and contracted position and could no longer be undeflected or uncontracted. Biosense webster became aware of this reportable malfunction upon eval of the complaint product of 03/15/08. The product eval has not yet been completed. This report wil be updated upon completion of product eval.